Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was drilling through the lateral cortex over the 2.8 guide wire for a 6.5 cannulated screw in a hip pinning case. The drill bit broke off as he was going towards the medial condyle then he stopped the drill and pulled out. A fragment of the drill bit got embedded in the patient's bone. There was no surgical delay. Procedure was completed successfully and patient outcome was good. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).